Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer passed away in the hospital on (B)(6) 2016. Customer was going through a medical procedure at time of death. Customer was having an altered mental status, apnea, tachycardia, acute mio-cardio infraction and esrd dialysis diabetes. Customer was admitted into the hospital on (B)(6) 2015, for a heart attack. Customer's blood glucose at time of death was 43 mg/dl. Customer's cause of death was heart attack. Insulin pump was not removed from customer by hospital personnel when customer was admitted. Customer's insulin pump was suspended. Customer was wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Caller would like to send insulin pump for analysis and would not like it back.

Manufacturer narrative:
The insulin pump was returned with a depleted alkaline energizer battery in the battery tube. The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection. Data analysis insulin pump history download shows that the insulin pump had a daily total of 13.4u to 49.15u a day. Basal total of 13.4u to 27.9u a day. Bolus totals of 0.0u to 17.2u a day.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The device passed the delivery accuracy test.